Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/31/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a404 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition, the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What was the procedure date? No further information is available. What is the lot number? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the fixation tab broke. There were no patient consequences reported. Additional information was requested.